Event description:
It was reported that this previously capped left ventricular (lv) lead was part of a system revision due to pocket erosion. There were no additional adverse patient effects reported. This previously capped lv lead was explanted.